Event description:
Additional information received stating that the iol was not mis-labeled. One month after the cataract surgery with company lens, patient came in complaining of a grey film over vision and that distance vision was not as clear as it was right after surgery. In the surgeon¿s opinion incorrect iol power contributed to the event. The iol was exchanged for the same lens model but one diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient's distance vision not clear. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason was iol power off.